Event description:
It was reported by the customer that their insulin pump was alarming no delivery while priming. Advised customer to press escape and act button to clear alarm. During troubleshooting , customer was asked to disconnect and reconnect reservoir from the infusion set to verify if connections is secure. Customer states connection secure. Next, customer was asked to manually push reservoir plunger and verify if insulin exited. Customer stated insulin did not exit. Customer changed reservoir and infusion set to retest. Verified insulin exited. Afterwards, customer was asked to remove reservoir and perform a manual prime. Customer states the insulin did exit and the device did not alarm no delivery. Advised customer the issue might be the reservoir. Advised customer to replace reservoir and set. Customer's blood glucose level was 129 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.